Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The pump had broken battery cap and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and damaged battery cap from the insulin pump. The customer's blood glucose level was 78 mg/dl. The customer stated that she dropped the pump on hardwood floor while doing a set change. The customer stated that she received a blank display and was unable to remove the battery cap. The customer stated that she does not see any damage to the pump and the drive support cap is intact.